Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04192 / 04193).

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately six years post-implantation due to elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. The modular head and acetabular cup were removed and replaced and a poly liner was implanted.

Manufacturer narrative:
Concomitant medical products: item #139254, magnum insert, lot #915290; item #11-103205, taperloc stem, lot #938120.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Operative notes were received and state the patient was revised due to pain and elevated metal ion levels. The joint fluid had a slight appearance of metallosis.